Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that the ECG lead wires were taped together. The cable and lead wires were replaced and ECG waveform was visible. The unit operated as expected and was used for clinical therapy.

Event description:
It was reported that while setting up the cs300 intra-aortic balloon pump (iabp) prior to use on a patient, an ECG waveform could not be obtained. There was no patient involvement and no adverse event was reported.